Event description:
It was reported that allegedly a pta balloon circumferentially ruptured at 15 atms during the first inflation. The physician was unable to remove the device thought the introducer sheath. Both the introducer sheath and the pta balloon dilatation catheter were removed simultaneously from the patient. The balloon was removed in its entirety. The treatment site was an av fistula in the upper arm and the balloon was used to perform angioplasty on the arterial side of the fistula. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the evaluation is currently underway.